Event description:
A zoll pt service rep (psr) called zoll customer support to report that a battery charger/modem she was using was not charging batteries. The battery charger/modem was not in use by a pt at the time.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the charger/modem's battery board was found to be defective, which caused battery faults. The battery board pins were not seated correctly into the j5 connector on the battery charger/modem bedside board. The root cause for the incorrect seating of the battery board pins could not be positively identified. No adverse event resulted from the defective battery charger/modem. The battery charger/modem was not in use by a pt.